Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16 mm from the distal end. There was no scratch around the surface of the broken probe. The shape of the broken surface showed that a crack spread. As the result of checking the manufacturing record of the subject device, there was nothing abnormal detected. This type of probe damage is most likely related to the operator's technique. Based on the evaluation of the subject device and the similar cases in the past, it is known that the breaking of the probe may be caused by excessive stress applied to the probe due to activation while holding the tissue and twisting the subject device. The instruction manual of the subject device already states; *do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
The subject device was used for the thoracic surgery. The probe fell down in patient, but the user found it and took it out. The procedure was completed with a similar device. There was no patient injury reported.